Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that patient wasn¿t charging correctly. Patient would move and recharger would lose connection. The rep sat with her and got it to charge completely and taught her how to correctly charge. The patient's implant depth was the appropriate depth. No further complications were reported.

Event description:
The rep called with the patient for troubleshooting: rep initially mentioned that battery is depleting too quickly, and that implant may need replacement. Technical services(ts) suggested looking at recharge data. Patient was charged to 10% at the time. Rep got power on reset when she first connected handset to the implant, this was most likely due to a battery that depleted. When rep looked, she saw that patient last recharge (B)(6) 0-10% in 16 minutes, (B)(6) - 1 hour 46 min. From 0-10% poor, and patient didn't have a recharge session registered even though patient supposedly tried to recharge on sunday. The other sessions of recharge data showed poor quality in general. Based on recharge data, ts told rep that patient's implant is not depleting rapidly as rep had thought but rather patient hasn't been able to really recharge well, as evidenced that her last recharge session on sunday didn't even register. Rep was able to start a recharge session and connect the handset to the wireless recharger, patient is now at 20% charge with excellent quality. Rep to review and help patient with recharging.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient has not been able to connect the handset and communicator to the stimulator. She gets the message device not responding. Patient said the issue had to have started in (B)(6) 2021. Patient met with the representative on (B)(6) 2021. The caller said the representative was made aware of the issue probably about two weeks prior to meeting her. She said, the rep tried using the micro my therapy and the my therapy application and had her sit down and stand up and move the communicator all around and wouldn't connect. Patient said she had issues at her regular appointment where the device had shut it's self off and the rep had to turn it back on. Patient services asked if she recharged her stimulator. She said, yes she did today to 100%. I asked her how she knew it was at 100%. She said, she just waits there until it shuts off. The patient said the representative thought it was maybe the stimulator battery. She told the patient to call in to patient services. Agent did not ask about the circumstances that led to the reported issue. Made sure there was no electrical magnetic interference around. Confirmed the communicator was not plugged in. Patient was able to feel the stimulator easily. Had her put the blue side over the implant vertically and horizontally. Had the patient sit and lean forward. The issue was not resolved through troubleshooting. Patient services asked her if the doctor is aware of the issue. She said, she doesn't know. Patient services told the caller I would reach out to the representative to find out all that was done and what they are planning to do. Additional information was received from a manufacturer representative (rep). The rep reported that patient is 4 hours away from rep so they will try to contact the clinician and discuss next steps. The rep and patient services discussed troubleshooting for the patient communication issues with the ins.